Event description:
During removal of a femoral stem, the shaft of the femoral stem fractured. A femoral osteotomy was performed to remove the device, resulting in a 45 minute delay.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 3002806535-2016-00832.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under warnings, number 3 states, "intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device." Number 15 states, "postoperative bone fracture and pain." This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s.  However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k090757. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2016-01855 / 01856 / 01857). Device remains implanted.

Event description:
It was reported that the patient experienced a fracture of the femoral shaft during the implantation of a left total hip and underwent a femoral osteotomy which created a delay of greater than 30 minutes.